Manufacturer narrative:
Kaz USA, inc. Requested that the product be returned for testing, but the consumer stated that she had already thrown it away.

Event description:
A consumer stated that she had allegedly received burns on her hands and fingers while using a heating pad, and medical attention and follow up treatment were sought for the injury. The consumer stated that she was sleeping with a sheet between herself, the heating pad, and the couch at the time that the injury occurred, and that she had fallen asleep on top of the heating pad. She stated that when she woke up the pad was melted, and she burned her hands when she touched the product. The instructions for proper use clearly state ""danger: if used improperly, this product can cause severe burns to skin, and damage to property.", "do not use while sleeping.", and "this heating pad is intended for use on top of your body. Do not sit or lie on top of the heating pad. Never place pad between yourself and chair, sofa, bed or pillow." Kaz USA, inc. Requested that the product be returned for testing, but the consumer stated that she had already thrown it away.